Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2016-00551.

Event description:
The customer reported via phone call that she was hospitalized due to infection and low blood glucose. The customer reported that the sensor caused the infection. The transmitter was also used in conjunction with the sensor. The customer's blood glucose was 41 mg/dl at the time of the incident. The customer stated that she was dealing with infection and blood glucose was not going up. The product will not be returned for analysis.